Manufacturer narrative:
(B)(4). Report source: foreign - spain. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01898, 0001825034-2022-01899, and 0001825034-2022-02624.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient underwent an additional surgery due to infection that led to a tendon rupture. Attempts have been made and no further information has been provided.